Event description:
Per the audiologist, the patient reported intermittency and poor sound quality with the cochlear implant system. Results of an integrity test done in 2006 were consistent with normal receiver/stimulator function. Two short-circuit electrodes were identified and subsequently deactivated in the patient's sound processing program. The pt reported improvement of sound quality. In 2008, the patient again reported difficulty hearing with the cochlear implant system. Results of a second integrity test were consistent with results of the first test. The patient's device was explanted a week later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.